Event description:
It was reported that there was reduced battery longevity due to the clinical need for multiple therapies. The patient received one hundred forty one appropriate shocks for ventricular fibrillation. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device was returned, analyzed and analysis of the device revealed normal battery depletion. Time of recommended replacement time (rrt) in save to disk on (B)(4) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows minimum battery equal to2.671 to 2.582 volts between (B)(4) 2012 and (B)(4) 2012. Patient alerts for low battery voltage occurred between (B)(4) 2012 and (B)(4) 2012. Lead failure predictor (lfp) high rate-non-sustained less than or equal to 217 milliseconds (ms) average ventricular -cycle on (B)(4) 2012. Ventricular non sustained tachycardia less than or equal to 210 ms occurred between (B)(4) 2012 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.